Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, it was observed that the device is getting low ventilation (ve) and low tidal volume (vt). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit alarms low ve and low vt alarms on screen and tech cannot clear them. The unit is operating in pvc mode. The rse instructed customer on dialing out the low vt and low ve alarms and can also use restore default parameter function to reset the alarms. The customer acknowledged and the unit is now cycling breaths without alarming. The rse advised to perform additional run in and preoperational check per v60 manual, customer acknowledged, and no further service required, issue resolved. No parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.